Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.

Event description:
It was reported that pt was short of breath when presented in hospital due to loss of capture. Noise was suspected to be seen on both egms. The ventricular output was increased. Lead was planned to be tested.